Event description:
Customer reported that a patient developed itching of the hands and feet following a hernia repair in which the suture was used to close the fascia. No intervention was indicated. The patient subsequently developed a rash and hives in 2008 and was treated in the emergency room. The symptoms persist eight months later at which time the patient was seen by an allergist. The allergist prescribed an antihistamine for the symptoms in 2009.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2009-00585 for the other medwatch. The same patient is represented in each medwatch.